Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the site was able to pass verification with the probe despite it being bent.

Manufacturer narrative:
Device lot number, or serial number, unavailable. UDI not available for this system at time of filing. The instrument was not returned, so no analysis was conducted. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. The issue occurred intraoperatively during the navigate task and caused no delay to the surgery. It was reported that during the case,it was noticed that the passive planar blunt (ball tip) was bent. The site grabbed another tray. The surgery was completed with navigation and there was no impact on patient outcome.